Event description:
The patient reported fainting while standing. Afterwards, the patient's spouse check the patient's pulse, and found it to be in the 30s. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-45, lead, implanted: (B)(6) 2014. (B)(4).